Manufacturer narrative:
As reported, during eventration repair procedure, sorbafix enhanced deployed staples were brittle and broke during insertion. The subject device is being returned for evaluation but has not yet been received. Based on the information provided and not having the physical sample to evaluate no conclusions can be made. If/when the sample is returned and evaluated a supplemental MDR will be submitted to document the evaluation results. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units. Addendum: this is an addendum to the initial MDR submitted to document the sample evaluation results. A definitive root cause as to why the fasteners broke in use could not be determined. The evaluation of the returned sample was inconclusive. Functional and simulated use testing could not be conducted due to the device being received in a condition where all 30 fasteners had already been deployed. No broken fasteners were returned. No manufacturing anomalies were found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during eventration repair procedure on (B)(6) 2025, sorbafix enhanced deployed staples were brittle and broke during insertion. This incident resulted in a loss of operating time for the team and excessive consumption of materials. It was also reported that none of the fasteners got fired successfully and another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, during eventration repair procedure, sorbafix enhanced deployed staples were brittle and broke during insertion. The subject device is being returned for evaluation but has not yet been received. Based on the information provided and not having the physical sample to evaluate no conclusions can be made. If/when the sample is returned and evaluated a supplemental MDR will be submitted to document the evaluation results. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during eventration repair procedure on (B)(6) 2025, sorbafix enhanced deployed staples were brittle and broke during insertion. This incident resulted in a loss of operating time for the team and excessive consumption of materials. It was also reported that none of the fasteners got fired successfully and another device was used to complete the procedure. There was no patient injury.